Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced occlusion. The right ventricular (rv) lead exhibited oversensing and noise. The rv lead was explanted and replaced. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event. It was further reported that the right ventricular (rv) lead exhibited high and variable impedance and a plausible fracture.